Event description:
A pt underwent a therapeutic krcp procedure for placement of a rx biliary stent to treat a mid duct stricture. The stent was successfully deployed without issue. Upon removal of the guide catheter post stent placement the guide catheter separated from the pusher. The guide catheter was removed from the cbd and through the plastic stent with biopsy forceps. The pt idd not sustain any known complications or ill effect as a result of the catheter detachment.